Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (blank screen on the charger) was confirmed. The cause of the non-functional charger was a defective power brick. The root cause of the defective power brick cannot be positively determined. No adverse event resulted from the intermittent battery charger. The patient received a replacement battery charger.

Event description:
The wife of a (B)(6) male patient contacted zoll lifecor customer support service to report the screen on the patient's charger is blank. The patient was provided with a replacement battery charger.